Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. It was unknown if the patient was hospitalized for the event of peritonitis. The break in aseptic technique was further described the patient¿s area was not clean before starting pd therapy and did not wear a mask. The patient was not following doctor's advice and was non-compliant with the procedure. The patient did not receive any treatment for peritonitis. The patient had not recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.